Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4) the complainant indicated that the device was lost; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was implanted in a transgastric position to treat biliary pancreatitis with fluid collection during a pseudocyst drainage procedure performed on (B)(6) 2021. During the procedure, there was difficulty with the cautery to enter the cyst. The physician felt that the axios stent was not deep enough within the cyst but proceeded to release the stent and drainage was successful. On (B)(6) 2021, the patient experienced shortness of breath and c-reactive protein (crp) increased. Computed tomography (CT) scan of the patient's chest and abdomen showed that the axios stent was not fully in the cyst and there was free air in the abdomen. The patient was given antibiotics and painkillers. In the physician's assessment, there was relationship between the stent and the shortness of breath and crp increase. On (B)(6) 2021, an endoscopic ultrasound (eus) procedure was performed to remove the misplaced axios. The puncture from the first axios device was closed with clips and another axios stent was implanted successfully. The patient's condition was reported to be well. Reportedly, the patient was discharged from the hospital on (B)(6) 2021 and was scheduled for a follow-up.